Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. The 2.5x30mm apex balloon catheter was advanced to the "unusual" right coronary artery (rca) for predilation. During the first inflation, the balloon was inflated to 13atms for 10 seconds when the shaft of the device broke into two pieces 3-4cm away from the balloon. The physician removed the shaft of the device and then removed the rest of the balloon catheter with the 6f guide catheter. It was noted that the balloon was still inflated during withdrawal but it is unknown to what pressure. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable."

Manufacturer narrative:
(B) (4).